Event description:
Patient underwent a 25-gauge trans pars plana vitrectomy with endolaser and air fluid gas exchange to the left eye. A 25-gauge extended flex tip cannula and the small clear flexible tip became detached from the device and was lost within the eye. The surgeon was unable to retrieve this item.